Event description:
It was reported, on literature review "instability, an unforeseen diagnosis of the legion hinge knee system" that, after a legion rhk system had been implanted on a tka, a patient experienced a bolt loosening. It is unknown how the issue was resolved, and so is the patient outcome.

Manufacturer narrative:
The device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirm the design of the legion hinge seems prone to this problem with a prevalence of 3.5%. If a brace treatment is insufficient a liner exchange might be considered. No specific patient medical documentation was provided. Smith and nephew has not received the devices or adequate materials to fully evaluate the complaint, but if additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Some potential probable causes for this event could include but not limited fit/sizing, alignment, surgical technique, joint laxity, traumatic injury and procedural/user error. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.